Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant reported patient came in for impella cp assisted chronic total occlusion (cto). Thrombosis and vessel damage were when the 14fr sheath was removed. The team therefore performed balloon tamponade and stenting to treat the vessel dissection. The team made decisions after stenting of what to do for the vessel thrombosis.

Manufacturer narrative:
The investigation into the reported vascular damage and thrombus has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of vascular damage was most likely due to use related. The root cause of thrombus was most likely was due to patient condition.